Event description:
Received information stating customer received extra insulin at times and no insulin delivery at other times. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up MDR will be submitted.